Event description:
It was reported that during service and repair pre-testing, it was observed that the triggers were jammed on the small battery drive device. It was further observed that the device had discoloration around contacts and was making a loud and unusual noise intermittently. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was noted that the electric motor and gear components were worn. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.